Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead the analyst noted the following: beginning (B)(6) 2014, sensing integrity counts up to 1790; nst episodes collected with r-wave double counting as short intervals; rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and vt-ns episodes.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to double counting of ventricular tachycardia (vt) by the right ventricular (rv) lead during some non-sustained tachycardia episodes. It was further reported that the rv lead demonstrated consistently high short interval counts (sic). The physician elected not to adjust any programming at this time, and no intervention was done. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.